Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, surgeon had trouble with a vessel sealer (vse) instrument erroring with an erbe and not sealing. The procedure was completed with back up vse. No known impact or patient consequence was reported. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with an alternate instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.